Event description:
Physician reported that a veritas collagen matrix implant "came apart" under 2 weeks post-op. No further information is known at this time.

Manufacturer narrative:
Implant date is unknown. Event date was approximately 2 weeks post-implant. No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.